Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) reporting the implantable neurostimulator (ins) went out with the wrong serial number. Correct serial number was (B)(4). Incorrect serial number was (B)(4). No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.